Event description:
Customer reported experiencing diminished battery life. There was no adverse impact to the customer¿s blood glucose level. The customer declined the transfer to cts, and no additional actions were noted in the report.